Event description:
It was reported that this recently implanted left ventricular (lv) lead developed phrenic nerve stimulation, leading to the device being programmed to deliver therapy only on the right ventricular (rv) lead. Technical services (ts) was consulted regarding a stored episode where lv pacing was still observed, and ts explained that during an atrial tachy response (atr) episode, biventricular pacing is delivered as designed. Ts recommended reprogramming the lv output to the lowest possible output to avoid stimulation. No additional adverse patient effects were reported. This lv lead remains in service.